Event description:
Customer reportedly received a result of 128mg/dl on his device while the nurse's device read 265mg/dl. No action was taken based on device results. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.